Manufacturer narrative:
Results: the benchmark delivery catheter (dc) was kinked approximately 26.5 cm from the hub; the benchmark dc was also fractured approximately 96.0 cm from the hub; the distal tip and distal shaft were ovalized approximately 2.0 and 69.5 cm from the distal tip. Conclusions: evaluation of the returned benchmark dc revealed that the distal shaft was kinked, ovalized, and fractured. The fractured distal shaft damage typically occurs due to improper handling during removal from the packaging or preparation. If the device is handled with force while bending, it is likely that damage such as this may occur. The kinks along the shaft were likely incidental. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the benchmark delivery catheter was kinked. The kinked benchmark delivery catheter was found prior to use and was not used in the procedure. The procedure was completed using a new benchmark delivery catheter.